Manufacturer narrative:
Investigation into this report is ongoing. A follow-up report will be provided when info is available (we expect within 8-12 weeks) with further details as to the findings of this investigation including specific device used if possible.

Event description:
Dr (B)(6) operated on a (B)(6) female on (B)(6) 2012, and performed a laparoscopic cholecystectomy with intraoperative cholangiogram and an open repair of recurrent ventral incisional hernia with placement of (B)(4). The pt had a medical history of hypertension, hyperlipidemia, diabetes, gastroesophageal reflux disease, and morbid obesity. There were multiple fascial defects along the periumbilical midline region. The contents of the hernia sacs appeared to be incarcerated omentum. There was no evidence of incarcerated bowel in any of the hernia sacs. Some omentum, some subcutaneous tissue, and hernia sac were excised in order to provide better eval of the hernia. The pt¿s defect measured 8 cm x 8cm in width. The 13x15 graft was trimmed and sewn to the fascial defect as an underlay with interrupted #1 pds suture in a vertical mattress fashion. There were no spaces between sutures. A 10mm flat jp drain was placed. The drain was removed prior to the pt¿s discharge from the hospital due to it draining less than 40 ml per day. The pt was seen in the office on (B)(6) 2012 at which time, other than a decreased appetite, the pt was doing well. Her pain was minimal, no nausea or vomiting, bowel movements were soft and well-formed and her incisions were well-healed. Approx. One week later, the pt contacted the office with a complaint of lightheadedness and nausea. Her pain medication was adjusted and she was advised to contact her primary physician regarding her blood pressure medication. On (B)(6) 2012, the pt went to the emergency room with abdominal pain. The pt was taken to the operating room. Dr. Powell dictated that the graft was not incorporated well and that the graft was in direct contact to a loop of small bowel. She reported the graft had eroded into the small bowel. The small bowel drained anteriorly to the subcutaneous space above the hernia repair which led to a necrotizing soft tissue infection with abscess. The small bowel did not drain into the abdomen and there was not an intra-abdominal abscess or fluid collection present. She was admitted to the ICU in guarded, but satisfactory condition. On (B)(6) 2012 ¿ (B)(4) and myself reviewed the operative notes for this case. In addition, dr (B)(4), a general surgeon whom (B)(4) uses as a consultant, came to (B)(4) to review the operative notes. (B)(4) incident investigation committee met on (B)(4) 2012 to review and discuss the feedback. A review of the device history records indicated the product was manufactured to specifications. Add¿l info: (B)(6) 2012 ¿ current patient status is unknown.